Event description:
The user had some damage to the skin over the implant. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant. Reportedly implant positioning chosen at implantation contributed to the outcome. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had some damage to the skin over the implant. The user has been re-implanted.